Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported she wore a tampon for ten hours overnight and upon removal the string pulled out leaving the pledget inside her vaginal cavity. She attempted to manually remove the pledget but was only able to grab pieces of it. The tampon pledget remained in her vaginal cavity all day until she had help to remove it that night. Consumer's husband was able to remove the remaining portion of the pledget in one piece. She did not seek medical attention and did not experience any adverse health effects.